Event description:
The customer reported a leak from the modular cup (mc) sample syringe of the unicel dxc 600i synchron access clinical system. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and protective eyewear at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) provided the customer with a new syringe and the issue was resolved. The fse was not dispatched to the customer's site for this event. (B)(4).